Event description:
A ventilator service required alarm was reported during device use. The issue was associated with error code e384, which indicates a pressure mismatch between the monitor and outlet pressure sensors. The device was not in use on a patient at the time of the event, and no harm or injury was reported. The customer sent the device in for evaluation. During evaluation, the ventilator service required alarm could not be duplicated through operational testing. However, review of the device event log confirmed the presence of error code e384. Inspection revealed dirt on the flow sensor, which was determined to be the likely cause of the sensor mismatch. The flow sensor was replaced. Final tests including battery check, valve check, run-in tests, and cleaning were completed. The device passed all final testing and was confirmed to operate properly.